Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "cartridge misfired"? After loading cartridge in ntlc stapler, while pushing the knob, cartridge stapled few lines after that it got stuck in the tissue. 2. Did the device staple? It stapled few mm (incomplete stapling). 3. If the device stapled, was the staple line complete? As per ot nurse staple line was incomplete. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? B formation was 50% irregular 50%. 5. Did the device cut? Yes but incomplete. 6. If the device cut, was the cut line complete? No it was incomplete. 7. Were the cut line and staple lines equal? Approximately equal. 8. Was the device fired across a staple line? No. 9. Did the reload lock out and would not work? Yes. 10. Did the reload begin to staple and cut, but then jammed? Yes. 11. Did the device staple, but there was no cut line? Stapling and cutline was 40% of total staple and cut line length. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy the cartridge misfired. The surgery was delayed 15 minutes. Managed with new cartridge and stapler. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch #877a13. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr55 reload was received with no apparent damaged. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 877a13, and no non-conformances were identified.